Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads slide on the patient during compressions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. The customer reported that the onestep CPR a/a electrodes had poor adhesion, gel separation, and pads slipping. The device history records (DHR) for all product lots and incoming inspection reports from the foam and gel materials were reviewed with no discrepancies identified. Testing of retained raw material samples showed gel thickness and foam peel results consistent with original incoming data. Simulated CPR compression testing on five electrode pairs from lots 1125, 2225c, and 0625c showed no gel rolling or sliding during compressions, and all electrodes passed post-compression electrical testing; one instance of gel remaining on the mannequin during removal were observed and are considered expected outcomes. A 24-hour wear test on four electrodes remained adhered and functioned properly, with two expected gel adherence observations during removal and no functional impact. A peel test on two electrode pairs from lot 4824a showed successful removal from the liner with no gel adhesion noted. The electrodes met specification and no issues were identified. Analysis for reports of this type has not identified an increase in trend.